Event description:
The infection was first noticed on (B)(6) 2018. Cultures showed serratia marcescens. The patient was put on bactrim. Another set of cultures were taken on (B)(6) 2018 and were negative but the patient remained on bactrim. Following the event, the patient was at home on a grounded patient cable. No x-rays were taken and no pump abnormalities were seen.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined through this evaluation. Log file analysis confirmed low speed events and a pump stop were captured between 7:58am-7:59am, corresponding to alarms for low speed and low flow hazard. The event occurred while the system was connected to the power module. Although a root cause could not be conclusively determined, the captured events appear consistent with a potential driveline issue. The account reported no x-rays were taken and the patient was discharged home, and operated on a normal patient cable. It was reported the patient was transplanted on (B)(6) 2019. The device would not be returned. A correlation between the device and the reported driveline infection could not be conclusively determined through this evaluation. The hmii IFU lists infection as an adverse event that may be associated with the use of the hmii lvas. This IFU, as well as the hmii patient handbook, also provide information regarding how to prevent infection and how to care for the driveline exit site. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section f9: approximate age of device - 3 years, 3 months.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient admitted due to a driveline infection, and remained in the hospital. During regular check of the logfiles a pump stop event was visible during the early morning of the 12th of november. Patient was supported by the power module at the time of the event. The pocket controller was changed for a new one, due to a missing pin in the black connector. Plan scheduled to perform a x- ray of the driveline, patient will be observed on the normal patient cable in the hospital. The patient will be discharged home with a non-grounded cable. Alarm description: red heart alarm. No further information was reported.